Event description:
The manufacturer received information from a third-party service center that the device power connector of the unit is defective. There was no patient harm or injury. During the evaluation of the device, the service center reports that the device power connector of the unit or the pca was defective, and the unit cannot be power on in order to be able to collect the error or log/machine hours/error code numbers/software version. Multiple contaminations were found inside the device. The unit was scrapped, and the power connector was destroyed. The service center concludes that the complaint was not confirmed and no evidence of sound abatement foam degradation.

Manufacturer narrative:
The manufacturer previously received information from a third-party service center that the device power connector of the unit is defective. There was no patient harm or injury. During the evaluation of the device, the service center reports that the device power connector of the unit or the pca was defective, and the unit cannot be power on in order to be able to collect the error or log/machine hours/error code numbers/software version. Multiple contaminations were found inside the device. The unit was scrapped, and the power connector was destroyed. The service center concludes that the complaint was not confirmed and no evidence of sound abatement foam degradation. Based on the information available at this time of investigation, it has been determined that the device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. There was no patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.